Manufacturer narrative:
Updated b5: describe event or problem. E1: initial reporter address 1: (B)(6).

Event description:
It was reported that deflation issue occurred. The stenosed target lesion was located in the left anterior descending artery. A 4.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon was unable to deflate completely after inflation. The physician pulled negative for several times, and eventually, the balloon was removed as normal at around 1 minute but in partially inflated state. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable. It was further reported that the inflation rates were around 3 atmospheres per second when the device was used.

Event description:
It was reported that deflation issue occurred. The stenosed target lesion was located in the left anterior descending artery. A 4.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon was unable to deflate completely after inflation. The physician pulled negative for several times, and eventually, the balloon was removed as normal at around 1 minute but in partially inflated state. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Initial reporter address (B)(6).